Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
The manufacturer sales representative reported that the device overheated at the user facility. No further information was available regarding adverse consequences and medical intervention. This information will be updated upon receipt.

Event description:
The manufacturer sales representative reported that the device overheated at the user facility. No further information was available regarding adverse consequences and medical intervention. This information will be updated upon receipt.